Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Photographic inspection of all three photographs noted what appeared to be an opened wound. No device was noted in the photographs and no staples were visible. Functional evaluation could not be performed since the device was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on open transit reconstitution, while anastomosis lateral colon, the surgeon did colostomy and it went good. After fourth or fifth day post-operation, the patient presented tachycardia and abdominal distention. The patient needed a second surgery and the anastomosis was completely opened. A surgical intervention was needed to prevent a permanent impairment. The incision was extended more than 1 inch. An additional operation was performed to correct the issue. After a scan, patient needed an emergency surgery to complete the case. The patient was still hospitalized.